Event description:
It was reported that lia (lead integrity alert) triggered, with several short v-v intervals and nsvt (non-sustained ventricular tachycardia) episodes, undersensing, reduced r-waves, intermittent elevated pacing impedance and threshold, and nonphysiological noise noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).